Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during set up for a cori assisted surgery, the real intelligence cori was used to created a case, they plugged the drill in and immediately received a critical internal error (case (B)(4)). They were unable to quit the case so they proceeded to shut down the unit via the power switch in the back. Then they realized that the ri robotic drill attachment had gotten jammed in the real intelligence robotic drill (case (B)(4)). They attempted to unlock the ri robotic drill attachment by using the robotic drill diagnostic application and also by creating a test case neither method were successful (case (B)(4)). They didn¿t have any other trays available, so the surgeon did the case with standard instrumentation. The procedure was completed, with a non-significant delay, by changing in surgical technique. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the cori drill, p/n rob10013, (B)(6) intended for used in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed and the reported problem was confirmed. The drill attachment and drill tracker array were stuck on the drill. The drill was disassembled and the drill attachment was removed. It was found that the drill attachment¿s bearing retainer had unthreaded and backed out, causing an obstruction and resulting in the drill attachment getting stuck on the drill. The drill passed the kpc test and functioned as expected when used in a case. Therefore, the stuck long attachment was due to the long attachment¿s loose bearing retainer, not the drill itself. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.